Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient contacted the clinic after receiving a vibratory alert. Review of their merlin.net transmission indicated abnormal charge time during a capacitor maintenance check. On (B)(6) 2017, the patient was brought into the clinic for device interrogation. A manual capacitor maintenance check was performed and the results indicated out of range measurements. The test was performed twice with the same result. Patient was stable. Device replacement was recommended. The next day, the device was explanted and replaced. The patient was in stable condition before, during and after the procedure.